Event description:
On 26-jul-2025, the user reported that the touchscreen on their ilet was unresponsive. The issue persisted after troubleshooting. Blood glucose (bg) was not affected. A replacement ilet was issued.